Event description:
Adverse event(s): "toxic lens syndrome, inflammation" (inflammation); "irritation" (irritation); "secondary glaucoma and cornea decompensation" (no code available). Product problem(s): "use of an unapproved viscoelastic" (use of device issue [iol (intraocular lens) implant]). A surgeon reported having five patients who presented with "toxic lens syndrome, three to ten days" following intraocular lens (iol) implant surgeries. All patients were treated with medications. No iol had to be explanted and the patients experienced no further harm. The inflammation resolved after a few days of treatment. In a follow-up, the surgeon further clarified the event, that at two weeks postoperatively, there was "massive irritation with secondary glaucoma and cornea decompensation"; the event lasted for one week and it resolved with treatment. The surgeon indicated the use of an unapproved viscoelastic. There are five medical device reports associated with this event. This report is for the fourth of five patients.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The reporter indicated the use of an unapproved viscoelastic. Additional information was requested and received. (B)(4).